Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d2, d4, d10, e1, e2, e3, g1-2, g3, g4, h2, h3, h6, h10. H7 - corrective action has been initiated for the reported issue. The product analysis can't be performed as the product location is unknown. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the operation, it was found that the bone cement powder was leaking out from sterile pack and not completely sealed.

Event description:
It was reported that 2 products of bone cement powder were leaked out from sterile pack and they were not completely sealed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The two complaint samples were evaluated and the reported event was confirmed. Evaluation of returned devices found that the sealings were opened on the left sides. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. 9 similar complaints have been recorded for refobacin bone cement r 1x40g, reference (B)(4), batch a625bi2607 within one year. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occured in (B)(6). Corrective action has been initiated for the reported issue. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. However, a corrective action has been initiated to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that during the operation, it was found that the bone cement powder was leaked out from sterile pack and not completely sealed.